Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received.

Event description:
During a drg system revision on (B)(6) 2024 [ related manufacturer reference number:1627487-2024-12684,1627487-2024-12685 and 1627487-2024-12686], the physician was unable to explant the leads. Reportedly, one of the leads have fractured during the surgery. As a result, the physician opted to leave the leads implanted.